Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited undersensing of malignant ventricular tachycardia (mvt) and low p-waves. It was noted that the patient was prescribed beta blockers and amisalin due to the patient worsening heart condition, which correlated with the decrease in r-wave amplitudes from 8mv (at implant) to 0.5 mv. This rv lead remains in service, however an additional brady rv lead was added for pace/sense and improved detection of mvt. No additional adverse patient effects were reported.